Event description:
It was reported that the patient presented with triple vessel disease and a st-elevated myocardial infarction. The patient was advised for surgery; however, the surgeons refused to take the patient and forwarded them to intervention. The procedure was to treat a lesion located in the left anterior descending (lad) artery with moderate calcification. Pre-dilatation was performed with an unspecified balloon with residual stenosis less than 40%. A 2.5x18 implant was deployed in the left anterior descending (lad) artery. Four hours later the patient had thrombosis up to the ostium. The patient was again taken to the cath lab and a 2.75x18 xience prime was deployed. The patient continued to be unstable though. The next day, early morning, sometime before 5 am, the patient died ((B)(6) 2014). The reported cause of death was thrombosis noted in the implant and xience prime stent. No additional information was provided.

Event description:
Subsequent to the initial MDR being filed, a cine of the index procedure was received which stated the patient gender was female and the prodedure date/date of event was (B)(6) 2014.

Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Thrombosis and death are listed in the xience prime everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Manufacturer narrative:
(B)(4). Investigation is not yet complete. A follow up report will be submitted with all relevant information.